Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction occurred and pump display would not turn on. Customer¿s blood glucose level was 119 mg/dl. Customer to continue using old pump for insulin therapy.